Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that all order messages were not crossing the interface. A technical support specialist (tss) investigated the issue after the carefusion coordination engine (cce) cce-service stopped due to a reported failure to connect to the deployment database, despite structured query language (sql) being fully online and accepting connections prior to service startup. Event logs were captured for preservation, and database integrity, disk performance, and read/write latency were reviewed, with no corruption or storage-related issues identified. The cce virtual machine was observed to be extremely sluggish, with only 6 gb of ram and 2 cpu cores allocated, and sql memory configuration was corrected by capping usage to 50% of available ram, though overall memory utilization remained high. Once the cce-service was manually started, normal message flow was restored. Based on the findings, no definitive root cause was identified; however, the most plausible explanation was that constrained system resources caused delayed responsiveness during service startup, resulting in a database connection timeout. Increasing vm resources and verifying cce services post-reboot were recommended to prevent recurrence. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, order messages did not cross the interface, customer reported that all devices showed the interface down notice.however, there were no delays or adverse events or injuries reported based on this event.